Manufacturer narrative:
The customer replaced the speaker assembly and reported the alleged malfunction was resolved. The ventilator has been returned to service. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
The customer reported a primary alarm failure when powering on the ventilator. There was no patient involvement. The customer confirmed the alarm in the significant event log. The field service engineer advised the customer to replace the speaker or power management board.